Event description:
Results of "145 mg/dl with a lifescan meter and "100 mg/dl" on a laboratory device, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.